Event description:
According to the reporter, on an open small bowel resection with ileostomy, while transecting the bowel, there was an incomplete staple line. The staples formed on both outer portions of the staple line. The middle section did not form. There were staples on the top side on the tissue but they did not advance and close the tissue completely. The section that was not stapled completely was about 3cm in length. Another device was used to complete the case. The staple line was resected and restapled. It was stated that there was about 10cm of small bowel that was lost due to this problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open small bowel resection with ileostomy, while transecting the bowel, there was an incomplete staple line. The staples formed on both outer portions of the staple line. The middle section did not form. There were staples on the top side on the tissue but they did not advance and close the tissue completely. The section that was not stapled completely was about 3cm in length. Another device was used to complete the case. The staple line was resected and restapled. There was no patient injury.